Event description:
It was reported to boston scientific that "the customer received the stonetome product today and noted the packaging looks defective. The tm checked the product and reported that the metallic foil is worn to the point that it is transparent. " there was a 10th product received with the same packaging anomaly that was used in a procedure today without event. Note: this report pertains to one of ten devices that were used during the same procedure. Refer to associated manufacturer report numbers 3005099803-2008-7258, 3005099803-2008-7263, 3005099803-2008-7260, 3005099803-2008-7261, 3005099803-2008-7259, 3005099803-2008-7264, 3005099803-2008-7265, 3005099803-2008-7266 and 3005099803-2009-1886 for reports on the other devices.

Manufacturer narrative:
Evaluation of the returned device revealed that a section of the metallized silver film of the pouch had discolored (turned transparent) and the contents of the pouch were visible, confirming the customer complaint. The contents of the pouch were found to be intact. The balloon had no functional issues (it was able to maintain inflation). DHR review summary: a device history record (DHR) review revealed no issues during the manufacture of this lot. Note: this defect has prompted remedial action.